Manufacturer narrative:
(B)(4). Concomitant medical device: biomet microfixation 90° contra angle driver, catalog #: 24-1189, lot #: ni. Therapy date: (B)(6) 2018. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00808.

Event description:
It was reported the surgeon cannot utilize the fixation pins successfully due to the "short length, the release valve placed at the distal end, and the mechanism itself that often breaks." Attempts have been made and no further information has been provided. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. The devices could not be visually evaluated or functionally tested due to the parts not being returned. The complaint is non-verifiable. The most likely underlying root cause of the complaint cannot be determined as insufficient information was provided to determine the root cause of the broken release valve mechanism. This was interpreted to mean that the temporary fixation screw often gets stuck in the head assembly of the contra angle driver. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00808-1.

Event description:
This follow-up report is being submitted to relay additional information.